Event description:
A (B)(6) male, admitted to nicu for respiratory distress. A 3.5 fr covidien umbilical catheter was inserted and secure. The catheter was noted to be leaking immediately after placement. The catheter was discontinued, however, and new catheter was unable to be placed. The pt required peripheral arterial line placement. This incident is the 6th time in 60 days of a cracked/leaking covidien 3.5 fr single lumen umbilical catheter that was noted to be leaking immediately after placement. There have been no adverse outcomes related to the infants affected- we've replaced the umbilical lines for the infants. Four out of the 6 umbilical catheters have different lot numbers, however the last 2 incidents have the same lot numbers. Our nicu has not changed our practice for inserting umbilical lines for many years. We've had numerous conversations with the covidien reps and quality assurance team, to assess if there have been changes in mfg- they say there have been no changes. Because of our issues with the covidien product- we are now trialing a different brand name umbilical catheter -vygon brand- because it is what's in the best interest of our patients.